Event description:
New information received indicated that the associated device was electively downgraded and programming changes were made. There was no adverse consequence to the patient. No further issues at this time.

Event description:
It was reported that noise, which appears to be farfield p-wave oversensing continued to be seen. Low impedance was also noted. The asymptomatic patient was seen in clinic to assess lv and rv capture, both of which were stable and normal. It was recommended to perform isometrics and pocket manipulation and programming changes. No further information available at this time.